Manufacturer narrative:
Improper techniques by the user were identified. Improper techniques may have contributed to the observed inr results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was failed: date - pt 1: inratio 2.4, ref 5.9, mean 4.15, confidence limits 2.4-6.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values for pt 1 were within the confidence limits for inr testing. These results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot #305277 on (B)(4) 2013. Results as follows: donor (B)(6): inratio 2.9, 2.8, 2.7; ref 2.93; bias-thresh 1.93 - 3.93; %cv (B)(4). Donor (B)(6): inratio 1.7, 2.1, 2.8; ref 2.01; bias-thresh 1.01 - 3.01; %cv (B)(4). Retention products did not perform as expected. Donor number (B)(6) was not within the acceptable bias for accuracy and yielded a %cv of more than (B)(4), failing the precision criteria. Further investigation was required. Because therapeutic donor 212 did not meet the criteria for accuracy or precision, two add'l therapeutic donors were tested to eliminate the possibility that the failure was donor specific. In-house therapeutic donor testing was performed on reported lot #305277 on (B)(4) 2013. Results as follows: donor (B)(6): inratio 3.6, 3.3, 3.7; reference 3.85; bias threshold 2.85 - 4.85; %cv (B)(4). Donor (B)(6): inratio 2.5, 2.6, 2.3; reference 2.38; bias threshold 1.38 - 3.38; %cv (B)(4). Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Analysis of the client's data from inratio and reference tests revealed that one of the 3 test result comparisons did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Initial retain strip testing did not meet accuracy criteria. Add'l donors were tested to rule out sample specific issues. Add'l retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4) no further action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt 1" inratio 2.4, lab 5.9. Exact date of testing was unk by caller. Time between testing was reported as 10 minutes. Pt's therapeutic range is unk.